Manufacturer narrative:
Additional information was received on 12/21/2016: the incident occurred on (B)(6) 2016 while the device was in use for a c3-c5 posterior laminectomy and fusion. There was no injury to the patient and no adverse consequences were noted. The patient was safely transferred to the pacu post procedure. A1072 adult disposable skull pins were used. Integra has completed their internal investigation on 01/06/2017. The investigation included: methods: -evaluation of actual device, -review of device history records, -review of complaint history. Results: evaluation of device: complaint not confirmed - no issues observed. Unit cleaned per protocol 1907. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Unit needs to be machined to have heli-coils added to large starburst threads this would not have caused slippage; general maintenance and cleaning required. The returned device was manufactured on march 31, 2004 with no prior service history on file. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2004 with no prior service history. The mayfield patient positioning for success chart has been provided as a refresher tool.

Event description:
According to the surgeon the a1059 mayfield modified skull clamp was slipping in the ratchet. The device was in contact with the patient. There was no revision or medical intervention required and no delay in surgery due to the incident. Additional information has been requested.